Event description:
It was reported that this patient was seen at the emergency room due to syncopal events. There was intermittent asystole observed and the patient was scheduled for device replacement same day. The device was in safety core mode during the procedure and short periods of inhibition with cautery was noted. Ten seconds of asystole occurred during the procedure while the wound was opened and the device was still in the pocket. This was likely due to myopotential inhibition and possibly contributed to the patient's seizure and body spasms. The external thoracic pacing was commenced and the physician disconnected the device and replaced it with a new pacemaker. The patient's rhythm was restored and no additional adverse patient effects were reported post procedure. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and/or while communicating with the latitude remote monitoring system and/or other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient was seen at the emergency room due to syncopal events. There was intermittent asystole observed and the patient was scheduled for device replacement same day. The device was in safety core mode during the procedure and short periods of inhibition with cautery was noted. Ten seconds of asystole occurred during the procedure while the wound was opened and the device was still in the pocket. This was likely due to myopotential inhibition and possibly contributed to the patient's seizure and body spasms. The external thoracic pacing was commenced and the physician disconnected the device and replaced it with a new pacemaker. The patient's rhythm was restored and no additional adverse patient effects were reported post procedure. The device has been returned for analysis.